Event description:
During research into the holmium: yag laser for fragmentation (lithotripsy) of urinary stones, rptr did research into the mechanism. Study shows that holmium works by a thermal mechanism. Uric acid (a stone composition) upon heating produces cyanide, known to be toxic and potentially lethal. An in-vitro experiment rptr did, shows that holmium lithotripsy of uric acid calculi does produce cyanide. The inference is that during actual human application of holmium for lithotripsy of uric acid containing stones, intracorporeal cyanide may be produced. Data suggests that the quantity of cyanide may be too low for toxicity but further study is required to prove it.